Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts when the lid is opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.